Event description:
Technician alleged siderail was not latching. Bed was stored in maintenance shop, no patient, no injuries.

Manufacturer narrative:
Technician replaced 2 guide bushings, and modified siderail holes for bushings to resolve.